Event description:
While the surgeon was using the cor-knot device on the first suture (to crimp the aortic valve sutures with pledgets), the device misfired and it partially cut the suture crimping only half way. The nurse informed the surgeon immediately when the cor-knot device was returned to her. She explained the crimp was still on the device with a small piece of suture. The surgeon took a closer look at the valve site and the suture was removed and the pledget missing. Extra equipment had to be brought into the room for a camera to help find the pledget. The pledget was eventually found in the ventricular trabecular. However, if the pledget was not found, the patient could suffer from a stroke once the heart is closed and blood begins to recirculate. A new cor-track was used to complete the case.